Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after inserting the sheath, air was visible in the sheath shaft leading to the stopcock. Air was pulled continuously during aspiration. The procedure was completed successfully using different faradrive sheath. No patient complications occurred. The product is not expected to return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.